Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. See DHR examples as applicable to the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the biopsy channel was clogged with the laser wire. There were no reports of patient involvement.